Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation cardiosave, intra aortic balloon pump (iabp) damaged coil cable was noticed and cut wire which resulted in error code 116. There was no patient involved.